Event description:
A ventilator was returned to the manufacturer for preventative maintenance. There was no pt harm or injury reported.

Manufacturer narrative:
During the evaluation at the manufacturer's service center, a failure of the nurse call function was observed. The device's interface pca board was replaced to address the issue.